Manufacturer narrative:
The problem may could be traced to optical fiber failure. When the technician went to plug the emp-fbx272hs-c laser fiber into the empower laser they were shocked. The technician is ok. The distal tip of the fiber is broke and looks frayed. We are unware of patient involvement. We are waiting for more information.

Event description:
The optical fiber had a failure that did not allow to use it properly. No adverse effects to patient/operato were reported.